Manufacturer narrative:
The manufacturer has limited information related to patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported that the patient experienced a loss in stimulation due to their ipg becoming inoperable on (B)(6) 2017. It was determined that the patient stopped charging their ipg as recommended. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
Explant date added

Event description:
Additional follow up revealed that patient underwent surgical intervention on (B)(6) 2018, wherein patient¿s ipg was replaced. Therapy has been restored.